Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Upon interrogation, the implantable cardioverter defibrillator was in backup vvi mode. The patient received 11 inappropriate shocks for atrial fibrillation with rapid ventricular rate. A device download was performed successfully. The patient was fine after the intervention with no further inappropriate shocks.